Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 780 mg/dl. The customer also stated they had diabetic ketoacidosis, leading to their hospitalization. Customer believed their high blood glucose was caused by stress. The customer was released from the hospital after 5 days of treatment. Customer also mentioned being hospitalized again on (B)(6) 2015 for their pancreatitis. It was also found the customer may have had adjustment to their insulin pump's settings, causing their second hospitalization. Customer was released on (B)(6) 2015. No additional information provided.